Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call the insulin pump had prime/fill anomaly. The customer's blood glucose level was 300mg/dl at the time of the incident. It was also reported that the insulin pump had priming loop. It was stated that they did not receive series of beeps nor did the numbers appear on the screen even when a big amount of insulin exited when the piston touched the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, self -test, off no power test, rewind and unexpected restart error test. The device alarmed prime during basic occlusion test due to loose and protruded drive support disk. We were unable to perform occlusion test, prime test, off no power test and excessive no delivery test due to prime alarms. We were unable to confirm prime or fill anomaly due to prime alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked display window, stained end cap sticker and missing drive support sticker.